Event description:
A customer reported that a pt had a ventricular tachycardia (vtach) event and a ventricular fibrillation/ventricular tachycardia (vfib/vtach) event, around 12:30. The system allegedly did not activate an audible or visual alarm. The pt subsequently went into cardiac arrest, and the doctor present at the time of the event treated the pt with two defibrillator shocks. The pt is reportedly recovering in the ICU and has received a pacemaker following the event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info is considered confidential per country regulations and will not be provided to ge healthcare.